Event description:
The doctor connected needle to hub on syringe. Then started administering injection, the hub and needle flew off the syringe and prayed in both the face of physician and the pt. The dr and pt washed the product off. No adverse reaction noted.